Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Omnipod dash insulin management system ¿ user guide: model: 18320. 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports a pod where the needle did not deploy and his blood glucose level was between 200 mg/dl and 250 mg/dl. The patient did not wear the pod and it will not be returned as it has been discarded.